Event description:
On (B)(6), 2012 the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was giving her inaccurate high readings as compared to another device. The complaint was classified based on the medical surveillance specialist (mss) follow up call on (B)(6), 2012. The mss was advised by the patient that she tests at least ten times a day and that her normal readings are usually between 90-150mg/dl. She manages her diabetes with the insulin pump. At an unspecified time on (B)(6), 2012, the patient claimed that she developed symptoms of shaky hands, sweats, and confusion, symptoms that the patient normally associates with very low sugars and immediately tested on the subject meter and obtained the alleged high reading of 77mg/dl. The mss was informed by the patient that she ate candy and felt better afterwards. One hour later, during her visit to the doctor's office, the patient was tested on the clinic's meter (unknown device) and obtained the result of 42mg/dl. Shortly after, the patient self-treated with four glucose tablets. At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the unit of measure was set correctly at time of testing. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received treatment for an acute complication of diabetes after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.